Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a keypad anomaly. The buttons were not responsive. Customer's blood glucose level was 5.4 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low level failures alarmed during self test and confirmed in pump history with variable due broken trace at pin 6 on u1 keypad assembly. Device power up properly after battery installation. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass.